Event description:
On (B)(4), 2012 product analysis was completed on a patient's generator that had been explanted due to battery depletion on (B)(6) 2012. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. However, battery life estimation resulted in 3.74 years remaining before the eri flag would be set. The module performed according to functional specifications as defined in post burn-in electrical test. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Open can battery voltage measured to be 0.333 volts with no communication possible in receiving or throughout the product analysis process. Review of the battery life calculation revealed no anomalies with the programming history that would cause excess depletion however, the battery life calculation still resulted in an 3.74 years remaining until eri=yes at the time of explant. There was no programming history available from 2009-2012 therefore additional programming history has been requested from the physician. No further programming history has been received to date.